Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found air bubble in the reservoir. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 276 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer performed troubleshooting and did not found leaks, insulin issues and site issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.